Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pacing lead was implanted, the physician removed and adapted the shape of the stylet. The physician was then unable to introduce the stylet into the lead. The lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-58 gray stylet was inserted and came to a blood occlusion in the distal conductor at 6 cm. If information is provided in the future, a supplemental report will be issued.